Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2026. During procedure, the customer reported that the balloon ruptured and subsequently began leaking while inside the patient. The anatomy location of the leak is unknown and is being reported as the leak could have potentially occurred in the esophagus. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a0402 captures the reportable event of a balloon burst. Imdrf device code a0504 captures the reportable event of a balloon leak in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2026. During procedure, the customer reported that the balloon ruptured and subsequently began leaking while inside the patient. The anatomy location of the leak is unknown and is being reported as the leak could have potentially occurred in the esophagus. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Imdrf device code a0504 captures the reportable event of a balloon leak in the esophagus. Block h11: investigation results. The returned cre fixed wire dilatation balloon was analyzed, and a visual examination found that the device was carefully inspected, and evidence of longitudinally torn was found which produces leakage. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon leak was confirmed. However, the balloon burst was not confirmed. The analysis on the returned device found that there is evidence of longitudinally torn was found which produces leakage. It is possible that the lumen material torn found in the device occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during/previous the procedure, could have caused the failure found the device. Therefore, the most probable root cause is adverse event related to procedure.